Manufacturer narrative:
Final analysis was normal. No anomalies were found. Additional information: a4, b5, h3, h6

Event description:
New information received indicates the reason the lead was unable to be implanted was dislodgement.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the physician was unable to implant the right ventricular lead. It was unknown why the lead was unable to be implanted. The lead was removed and replaced. The patient was in stable condition.